Manufacturer narrative:
This product is not marketed in the us. (B)(4).

Event description:
The reporter indicated that the surgeon implanted a 13.2mm vticmo13.2, -3.00/6.0/058 (sphere/cylinder/axis) , implantable collamer lens into the patient's right eye (od) on (B)(6) 2019. The lens was removed and replaced on (B)(6) 2019 for a shorter length lens due to excessive vault. This resolved the problem. Cause of the event is reported as user error.

Manufacturer narrative:
Corrected data: event: the lens was explanted on (B)(6) 2019 and in a separate surgery later that day a shorter length replacement lens was implanted. The replacement lens resolved the problem. Patient code 3191: secondary surgical intervention; lens explant. Additional information: device evaluation: lens returned dry in a microcentrifuge vial. Visual inspection found haptic bent;deformed. Method code 4110: lens work order search: no additional similar complaint type event(s) within associated lots were found. Claim#: (B)(4).